Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, an open clamp on the patient line is a known cause of this alarm. ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The ¿warnings and cautions¿ and the ¿operating instructions-prepare for therapy¿ sections instruct the user to make sure that all of the clamps on the unused fluid lines are closed securely. The ¿operating instructions-prepare for therapy¿ section also tells the user to close all clamps while preparing to load the disposable set. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette leaked from the patient line; the line clamp was left open. The event occurred while the home patient (hp) was in drain two. The technical service representative (tsr) assisted the hp to end therapy. There was no patient injury or adverse event associated with this report. No additional information is available.